Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump was stuck in an alarm mode. The device kept alarming motor sensor test failure and she is unable to clear it. The device first alarmed no reservoir alarm, then the motor sensor test failure alarm occurred. The customer's blood glucose was 162 mg/dl. The device was unable to perform the displacement test. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The customer agreed to return the device for analysis.